Event description:
The physician attempted an arteriotomy closure, using the perclose at (closer ak) device, after a diagnostic procedure. Fluoroscopy was performed, prior to the procedure with the following results: the puncture site was confirmed in the common femoral artery (cfa); vessel size was five (5) millimeters with no apparent calcification or disease. It was reported the device was inserted and deployed, without any problems. Reportedly, the device "broke just below the elbow of the foot-between the plastic and the sheath, after the needle had been deployed." The physician made a "very small incision, spread the tissue track with hemostats; visualized both pieces of the device- which were held together by the suture material; and retrieved the device." He then re-wired and inserted a second perclose at device to successfully close arteriotomy. Compression and/or any other additional procedures were reported to be unnecessary. The pt is reported to be "doing well." Although requested, no additional info was provided.